Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address black substance on the joint part between the neck and head was seen and armd was observed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The reported products shown below were used for the primary surgery performed in 2007. Item no. (B)(4), lot no. Unknown; item no. (B)(4), lot no. Unknown; item no. (B)(4), lot no. Unknown; item no. (B)(4), lot no. Unknown. The primary surgery was performed in 2007 (unknown date).[see additional information for corrected primary surgery date sb] after that, a revision was operated due to pain in the hip joint and a possibility of infection. Gray viscous joint fluid leakage from within the articular capsule was observed after cutting. The head (item no. (B)(4), lot no. Unknown) easily came off from the neck (item no. (B)(4), lot no. Unknown) with only pincer grasp. Black substance on the joint part between the neck and head was seen and armd was observed. Since ceramic heads could not be used in the revision, a cobalt head (-0mm: item & lot number are unknown) was used again. Examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.